Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of effect and difference in stimulation following a fall. The patient also had an overstimulation sensation. The patient met with a company representative. The device was interrogated and all was functioning properly. It was noted that "all was well."